Event description:
It was reported that the patient presented in clinic with an implantable cardioverter defibrillator that was in backup vvi mode. The backup mode was due to an MRI where MRI procedure was not followed. The device was explanted and replaced, and the patient was stable.